Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated. Several troubleshooting options were attempted; however, telemetry could not be established between the device and programmer. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed an error related to telemetry was recorded in the internal log of the device. The device was considered to be functioning normally otherwise. Technical services (ts) discussed performing a magnet reset and continue monitoring the telemetry status. Further troubleshooting was performed and at that time, telemetry communication was possible. A device replacement was scheduled for a future date. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated. Several troubleshooting options were attempted; however, telemetry could not be established between the device and programmer. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed an error related to telemetry was recorded in the internal log of the device. The device was considered to be functioning normally otherwise. Technical services (ts) discussed performing a magnet reset and continue monitoring the telemetry status. Further troubleshooting was performed and at that time, telemetry communication was possible. A device replacement was scheduled for a future date. No adverse patient effects were reported. The device remains in service. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event. Additional information was received which indicated the device was later explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated. Several troubleshooting options were attempted; however, telemetry could not be established between the device and programmer. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed an error related to telemetry was recorded in the internal log of the device. The device was considered to be functioning normally otherwise. Technical services (ts) discussed performing a magnet reset and continue monitoring the telemetry status. Further troubleshooting was performed and at that time, telemetry communication was possible. A device replacement was scheduled for a future date. No adverse patient effects were reported. The device remains in service. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event. Additional information was received which indicated the device was later explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event. This explanted device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection of the exterior revealed discoloration in the device header. Attempts were made to establish radiofrequency (rf) communication with the device; however, telemetry was intermittent. Additional testing was conducted to further evaluate the intermittent difficulty encountered with establishing telemetry with this device; the rf wake-up periods were monitored while the device was subjected to varying temperatures. Although there were wake-up periods during this testing that were observed to be within the operational threshold (at least 1.8 milliseconds), most of the wake-up periods measured above room temperature were less than the operational threshold. This device behavior is consistent with a rare, shortened telemetry wake-up pulse behavior associated with a telemetry component (oscillating crystal) within the rf circuit, resulting in an intermittent inability to interrogate the s-ICD. Although this behavior resulted in the observed interrogation difficulties, please note that tachycardia therapy remained available to the patient.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated. Several troubleshooting options were attempted; however, telemetry could not be established between the device and programmer. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed an error related to telemetry was recorded in the internal log of the device. The device was considered to be functioning normally otherwise. Technical services (ts) discussed performing a magnet reset and continue monitoring the telemetry status. Further troubleshooting was performed and at that time, telemetry communication was possible. A device replacement was scheduled for a future date. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.